Event description:
It was reported that during a hand assisted laparoscopic colectomy, the device fired plastic in one fluid motion - the posterior 2/3 of the staples were formed correctly, but the anterior 1/3 of the staples did not form. The anastamosis was achieved with a like device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.